Event description:
It was reported that the device failed the user test and prompted "remove test plug", the device was not recognizing the therapy cable. There was no report of patient involvement with incident.

Manufacturer narrative:
(B) (4). Physio-control will submit a supplemental report on this event to the FDA (B) (4).